Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported on (B)(6) 2022 by a arthrex employee via sems that an 1192-090 lag screw backed out. This was discovered during after the screw was implanted for an unspecified time, a revision surgery is planned. Revision date (B)(6) 2022.